Manufacturer narrative:
G4: 01oct2019. B4: 02oct2019. The customer was issued a credit. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31july2019.

Event description:
Customer contacted technical support (ts) stating that unit had a new battery present error codes. The customer reported there was no patient involvement.